Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue was identified prior to the patient being in the operating room. The case did not proceed without navigation as previously reported. The procedure was completed after the system was repaired approximately a week later.

Manufacturer narrative:
A: patient information updated. Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a functional endoscopic sinus surgery (fess) procedure and that the patient was rescheduled for surgery at a later date to complete the procedure which conflicts with the originally reported information. Follow up with the field determined that the patient did indeed have to undergo a second surgery due to the issue. It was noted that it was unknown how far along the site was with the original surgery or what steps were taken after aborting navigation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The power supply, cable, hub, and usb cable were replaced. The issue resolved after part replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned power supply resulted in an electrical failure that as found through functional testing and visual/physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Analysis on the returned power cable, I/o hub, and usb cable all resulted in no failure being found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Unique identifier unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the navigation system was not communicating with the axiem box. The site rebooted the system twice with no resolution and needed to abort navigation during the surgery. There was a delay in surgical time of less than one hour and the impact to patient outcome was not provided at the time of the event. Troubleshooting was performed after the procedure. It was reported that the emitter was not chirping and the emitter details showed the axiem box was not communicating with the system. The axiem box was connected, however the I/o hub was not visible. Reseating the cables from the I/o hub to the computer did not resolve the issue. Switching the power on the isolation transformer and the universal power supply also did not resolve the issue.